Manufacturer narrative:
Argus case: (B)(4).

Event description:
There was a bristle in my lungs/I coughed it up [foreign body in respiratory tract]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in respiratory tract in a male patient who received gsk toothbrush (dr. Best schwingkopf) toothbrush (batch number m45013800 22473, expiry date unknown) for oral hygiene. This case was associated with a product complaint. Co-suspect products included gsk toothbrush (dr. Best schwingkopf) toothbrush (batch number m45013000 21872, expiry date unknown) for oral hygiene. On an unknown date, the patient started dr. Best schwingkopf and dr. Best schwingkopf. On an unknown date, an unknown time after starting dr. Best schwingkopf and dr. Best schwingkopf, the patient experienced foreign body in respiratory tract (serious criteria gsk medically significant) and product complaint. The action taken with dr. Best schwingkopf was unknown. The action taken with dr. Best schwingkopf was unknown. On an unknown date, the outcome of the foreign body in respiratory tract and product complaint were unknown. It was unknown if the reporter considered the foreign body in respiratory tract to be related to dr. Best schwingkopf and dr. Best schwingkopf. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on (B)(6) 2022. Consumer reported that "ladies and gentlemen unfortunately, I have noticed several times now that individual bristles on the dr.best classic oscillating head toothbrushes are coming loose. If one bristle has come loose, more will follow. To my horror, there was even a bristle in my lungs, which made itself felt in the mucus when I coughed it up. This problem of loosening bristles has been around for a lot longer. However, the discovery of the bristle in the lungs prompted me to write this mail. Attached are pictures of the affected units and a picture of a toothbrush that has been used once I ask for an opinion. Lot number on back of the toothbrushes complained about: (B)(4). A photo is attached".